Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The unit was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and the system was working as intended. There were no issues founded within the console; therefore, the initial reported event was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria.

Event description:
It was reported that during startup, it was identified sparks coming from the wall outlet and the console was not damaged. It was requested to check the console before restart. There was no patient involved.

Event description:
It was reported that during startup, it was identified spark from outlet. It was requested to check the console before restart. There was no patient involved.